Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. The reason for call was pt rep reported that a couple years of the pt and doctor tried to get the implant to work, the implant was replaced. Pt rep said that the pt would have to charge their implant for hours. Pt rep said that they had a different doctor before dr. (B)(6) and they went to dr. (B)(6) for a second opinion. Dr. (B)(6) found that the leads traveled intramuscular as opposed to by the nerves. Pt rep said that the dr. Also found that one of the leads was cut or broken completely. Pt rep said that the issues with the implant started a year or 2, or maybe even earlier, after implant. Pt said that the implant was replaced by dr. Atkins. Pss documenting past event that was reported by the pt rep on the call.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 17-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.